Event description:
It was reported the patient had withdrawal. The patient was hospitalized with withdrawal symptoms of vomiting ¿a lot¿ and diarrhea on (B)(6) 2014. The patient also had a seizure. End of service (eos) of the pump had occurred the day before and a printout from (B)(6) 2014 confirmed that the eos date was (B)(6) 2014. An alarm was not heard, however, it was unclear if the alarm was silenced. A pump replacement surgery was going to be scheduled for (B)(6) 2014. The system was being used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump died. The patient reported it was in for 3 years and it died without warning without the alarm going on and she was in bad shape at the time. On the morning of (B)(6) 2014, the patient started vomiting out of the blue and became unconscious and an ambulance was called. The patient was taken to her implanting health care professional (hcp) and when the patient was hooked it up to the computer; it showed a terminating event had occurred and the pump was replaced. It was noted that the patient cannot take oral narcotics. The manufacturer acknowledges the information reported is conflicting. Although the patient reported it [pump] was in for 3 years, device records registered to the pump, serial number (B)(4), indicate an implant date of (B)(6) 2007.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).